Manufacturer narrative:
Concomitant medical products: dtba1d4, crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device "went off" three times and it was making a "high-low tone." It was determined that the tone was due to a superior vena cava (svc) coil impedance alert on the right ventricular (rv) lead. The alert was changed to "observations only". The rv lead remains in use. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.